Manufacturer narrative:
Event date is estimated.

Event description:
Device 1 of 2: manufacturer reference report number #: 3006705815-2021-02557. It was reported that the patient experienced ineffective therapy and surgery occurred where both leads were explanted and replaced to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.